Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the springs were broken on the main drawers 5.1 and 5.2. A field service engineer removed the drawer, replaced both springs, and reseated all cables to refresh the system. The drawer was reinstalled, and the unit was booted up and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, button on back side of door 5 to 2 was lose and pyxis do not read door was closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.